Event description:
During surgery, smoke began to billow from inside stryker 2000 drive and piece. At the time it was lying in a pan, not being used. Scrub tech removed -immediately- battery from hand piece. No damage or harm to pt.